Event description:
It was reported that the pt rec'd composix kugel repair for midline-midabdominal incisional hernia in 2006. An induration mass 2x2 cm was noted approx seven months later, it became reddish fluctuated 2 weeks ago, palpable speculate material beneath the skin. The broken ring was partially removed in 2007.

Manufacturer narrative:
Two sections of the recoil ring from the subject product has been rec'd and evaluated. The ends of each section of the ring appeared to have been cut. The section of the ring containing the ring weld was found to be intact. However, there was what appeared to be a stress related crack in the ring at the end of the weld. We are unable to determine what caused the crack in the ring.